Event description:
As reported by the regional manager per the user facility: chemo spill; tubing attached to (2) 250ml baxter IV bags. One bag contained cisplatin. Nurse hung bags on IV pole. During scanning of cisplatin bag tubing came out of bag. Chemo spilled on nurse, pt, and another pt's husband. Contents of half of the bag spilled out before it could be stopped. All involved took showers. Facility's chemo protocol followed. Add'l info provided by the regional manager per the facility indicated the chemo bag was held by the drip chamber while scanned, thus came out. Add'l info provided by the facility indicated no one suffered any adverse sequela associated with the incident. The sample was discarded and is not available for evaluation. The packaging was not saved and the lot number is unk.

Manufacturer narrative:
The actual device in the reported incident was not returned to the manufacturer to be evaluated and a lot number was not reported. Without the sample and a lot number, a thorough evaluation could not be performed. There have been no other reports of this nature against the reported part. No specific conclusions can be drawn.